Event description:
Patient stated she had a default mini spike disp pin this month which made the drug vial leak a little bit. Patient did not remember the exact date of the event and no longer had the default spike on hand to provide the lot number. Patient had extra spikes to switch and the new one worked fine. Did the product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.